Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and oversensing; noise could be reproduced with pocket manipulation. Interrogation showed 1902 automatic mode switch episodes, all with a duration of less than one minute. It was noted that the patient had sustained a fall in (B)(6) 2010. The patient would be monitored.

Event description:
New information notes the atrial lead was capped on (B)(6) 2014.